Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh and the bard pelvisoft acellular collagen biomesh were implanted. The patient also underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent a gynecological procedure in order to treat stress urinary incontinence and a symptomatic cystocele and a mesh was implanted. The patient underwent the concurrent procedure of pelvisoft acellular collagen biomesh [bard] implantation during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary problems, organ perforation, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.